Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Implant patient registry confirmed the model and size of the device and the duration of implant to be 93.9 months. The device will be sent by sales rep directly to central office for quarantine in 2009. There are no other known devices for this patient. The patient condition was not disclosed. Additional information was requested in 2009, for operative report, pt pre and post-op conditions, medications/therapies. The device history record (review) is in process. X-ray

Manufacturer narrative:
Device evaluation:evaluation summary: heavy layer of host tissue overgrowth covered most of leaflet 2 at the inflow and the outflow aspect. Calcification is moderate in the cusp area of leaflet 2. Thrombosis like deposits are also noted on leaflet 2. Mobility in leaflet 2 is restricted thus leading to stenosis. Calcification is minimal in the cusp area of leaflet 1 and 3. Host tissue overgrowth is moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrates calcification. Additional information:in 2009, response reads: "re-op: change of mitral valve and tricuspid valve reconstruction (tvr). Patient is slowly recovering from surgery." The evaluation confirms the customers report of explant, due to calcification.x-ray.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the event was reported by the surgeon to sales. The experience report states that the device was explanted in 2009, after an implant in 2001. The reason for explant was due to calcification. No additional information was provided.